Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 225cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with an unspecified prosthesis on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Examination of the device revealed an area of separated material measuring approximately 0.5 x 0.5 cm in the vicinity of the diaphragm valve. Microscopic examination of the separated material edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the separated material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of separated material was found on the device. Nonetheless, a microscopic examination of the separated material edges was performed and it did not provide conclusive evidence of what could be the root cause. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the separated material occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 6627456 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/01/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).